Event description:
It was reported that the patient presented for a follow-up visit at the clinic. The device interrogation and merlin transmissions revealed that the right atrial (ra) lead exhibited noise over-sensing and false at/af detection since 2021. Programming changes were made while waiting for the lead replacement procedure. The ra lead was capped and replaced on (B)(6) 2024. The patient remained in stable condition.